Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09740. It was reported the left ventricular lead had high capture threshold. The patient presented for an lead revision procedure where a fluoroscopy was completed and revealed the lead was dislodged. The lead was explanted and replaced. The following morning, the newly placed left ventricular lead was checked and it was failing to capture. Lead dislodgement was suspected. The lead was programmed off but no additional procedure took placed to address this issue. The patient was stable.